Event description:
It was reported that no audio output occurred. The patient was using the omnipod, phone, and receiver as display devices. The receiver was set to alert her below 70 mg/dl. At 10:00 pm on the evening of the event she had a snack and bolus of insulin. The patient did not remember the dosage. At 12:30 am on (B)(6) 2023, she observed her receiver battery was depleting faster than expected. She was sitting on the couch looking at her phone and observed that the cgm values were low in the 40¿s (mg/dl), but no alarm had occurred on her receiver. There was no bg comparison during this time. Shortly thereafter she remembered looking at the receiver and it was 46 mg/dl, then she lost control of her body and ¿flopped like a fish,¿ arms are flailing. She was unable to control her movements which is presumed to indicate a seizure occurred. She lost consciousness and woke up on the floor at 4:30 am with the phone and receiver nearby. The receiver was not working. It also had chew marks from a puppy in the house. She crawled to the kitchen and drank orange juice. After she felt stronger, she was able to get up and self-treat with glucose tablets. Her bg fs was 53 mg/dl. She did not contact emergency medical services (ems) and recovered at home. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.